Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that, since implant of their implantable pulse generator (ipg) system, they were experiencing tremors and vibrations, with and without pacing, which were felt internally in chest and radiating down arm, with their entire body shaking; heat and warmth at the ipg implant site and physical burns when wearing any type of smart watch and when receiving transcutaneous electrical nerve stimulation (tens) for their back issue. They further reported feeling their heart beating so loud, they cannot sleep and experiencing severe pain in their abdomen, at the ipg site, when the ipg is turned on and discomfort when the ipg is turned off. The right ventricular (rv) lead system is comprised of two pacing leads connected in a y shaped adaptor. The rv lead system was reported to have exhibited a unipolar low lead impedance warning and high thresholds. The ra lead was reported to have exhibited high output voltages. The ipg battery was reported to have had a significant spike in current drain, over approximately a one month period, when the output from the rv lead system and ra lead were high. The ipg was re-programmed to help alleviate the patient's symptoms and remains in use. The patients rv lead system and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that, since implant of their implantable pulse generator (ipg) system, they were experiencing tremors and vibrations, with and without pacing, which were felt internally in chest and radiating down arm, with their entire body shaking; heat and warmth at the ipg implant site and physical burns when wearing any type of smart watch and when receiving transcutaneous electrical nerve stimulation (tens) for their back issue. They further reported feeling their heart beating so loud, they cannot sleep and experiencing severe pain in their abdomen, at the ipg site, when the ipg is turned on and discomfort when the ipg is turned off. The right ventricular (rv) lead system is comprised of two pacing leads connected in a y shaped adaptor. The rv lead system was reported to have exhibited a unipolar low lead impedance warning and high thresholds. The ra lead was reported to have exhibited high output voltages. The ipg battery was reported to have had a significant spike in current drain, over approximately a one month period, when the output from the rv lead system and ra lead were high. The ipg system was re-programmed to odo mode to help alleviate the patient's symptoms and remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that no performance issues were noted with the implantable pulse generator (ipg) system. The patient had a mental condition that contributed to the symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.